Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. We are unable to determine if any product condition could have contributed to the reported loss of consciousness and hypoglycemia. Lot release records were reviewed and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including communicating with the pdm, deployment, delivering fluid, occlusion detection, and freedom from hazard alarms.

Event description:
It was reported the patient's blood glucose level dropped below 70 mg/dl while wearing the pod between 4 and 24 hours. The patient reported that they were unconscious due to this issue. The patient was able to treat there low blood glucose levels with assistance from the boyfriend but is unable to give details on what they did.